Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized due to high blood glucose levels that could not be brought down. The cause of death was complications from diabetes, with high blood glucose. The caller stated that the customer had a heart attack, hip replacement, and high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected at the emergency room less than 48 hours prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis. The pump got lost at the hospital.